Event description:
It was reported that this right ventricular (rv) lead caused a lead safety switch (lss). This occurs when the impedance is out of range; however, the impedance measurement was not provided. The physician elected to explant this lead, plug the right atrial (ra) lead port of the device, and move the patient's implanted ra lead into the rv port. It was noted that the lead was damaged/defective. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 210mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observation of out-of-range impedance was likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead caused a lead safety switch (lss). This occurs when the impedance is out of range; however, the impedance measurement was not provided. The physician elected to explant this lead, plug the right atrial (ra) lead port of the device, and move the patient's implanted ra lead into the rv port. It was noted that the lead was damaged/defective. No additional adverse patient effects were reported.